Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the left internal thoracic artery using penumbra smart coils (smart coils), a non-penumbra microcatheter, and a diagnostic catheter. During the procedure, the physician implanted thirty-two smart coils and eight non-penumbra coils into the target location. While attempting to advance the next smart coil, the coil would not advance past its initial position within its introducer sheath. Therefore, the smart coil was removed. The procedure was completed using another smart coil with the same microcatheter. There was no report of an adverse effect to the patient.

Event description:
The patient was undergoing a coil embolization procedure in the left internal thoracic artery using penumbra smart coils (smart coils), a non-penumbra microcatheter, and a diagnostic catheter. During the procedure, the physician implanted thirty-two smart coils and eight non-penumbra coils into the target location. While attempting to advance the next smart coil, the coil would not advance past its initial position within its introducer sheath. Therefore, the smart coil was removed. The procedure was completed using another smart coil and sixty-three other coils with the same microcatheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Please note that the following section is being updated based on additional information provided by a penumbra distributor on (B)(6) 2021: 1. Section b. Describe event or problem h3 other text : placeholder